Event description:
A report was received that the patient was experiencing pain at his pocket site. Database analysis revealed that the device was working properly. The physician administered cortisone medications on the patient's affected area. The patient was doing well and the pain on the pocket site was resolved.